Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was turned on at sales office and "check vent: backup alarm failed" alarm occurred. There was no patient involvement .

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported backup alarm failure and verified it by e/c 1104 in the drpt. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Per mtr-00006, this is a failure of ls1.